Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.